Manufacturer narrative:
Result: side rail assembly.

Event description:
It was reported by service report that the pt head end left side rail was damaged with sharp edges and would not lock in the upright position. It was further reported the power cord was damaged with a missing ground prong. No pt involvement or adverse consequences are reported.